Manufacturer narrative:
Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore the device history records can not be reviewed. Additional request were sent to the reporter to identify the devices related to this event. And the event context investigation still in progress. Not returned to manufacturer.

Event description:
Avenue t : product ended up in the patient's abdomen. Information provided to the manufacturer , according to the reporter : an issue occured during the placement of avenue t cage and anchoring plates. The product ended up in the patient's abdomen and it was necessary to transfer the patient to another hospital for emergency surgery later in the same day. Patient state of health is good and he was released from the hospital.

Event description:
Avenue t : product ended up in the patient's abdomen information provided to the manufacturer , according to the reporter : implant and anchoring plates misplaced in the patient¿s abdomen at final stage of surgery. On x-ray implant appeared to be in the correct position, after inserting anchoring plates and then taking another x-ray it was discovered that it was now in the patient¿s abdomen. And it was necessary to transfer the patient to another hospital for emergency surgery later in the same day. The patient is now doing well and was released from hospital with a blood spinner which he will have for a period of time. He is expected to make a full recovery and hopefully returning to work. No supplemental action for the patient scheduled at this stage but will be monitored on an ongoing basis. According to the reporter : surgeon followed surgical technique. Surgeon was trained on vertebridge technology and has used this method in cervical (roi-c) surgery for many years. Instruments and implant demonstrated and surgical technique supplied to the surgeon weeks before scheduled surgery. Live demonstration of instruments shown to surgeon a week before surgery and detailed discussion on surgical technique. Very experienced surgeon with several years performing all types of spinal surgery e.g. Fusions, lumbar micro discectomy, acdf¿s etc.

Manufacturer narrative:
Product was discarded by the hospital . No examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. ( both cage and anchoring plate). Additional request were made to understand, at which surgical step, issue happened. Investigation still in progress.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
An issue occurred during the placement of avenue t cage and anchoring plates. The product ended up in in the patient's abdomen and it was necessary to transfer the patient to another hospital for emergency surgery later in the same day. Patient state of health is good and they have since been released from the hospital.